Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump; internal sensor. Specific component(s) involved: internal sensor; causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; replacement of other component. Type: lvad.